Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information that this device battery status has been fluctuating during a recent transtelephonic monitoring session. Technical services was consulted and stated that fluctuations in pacing impedance and percentage paced can do this especially if there are high outputs. This is normal device operation. To date, there have been no additional adverse patient effects reported.

Event description:
New information became available that this device was explanted.